Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient has twiddler's syndrome and twisted their right dbs ipg in the pocket leading to ipg migration and lead extension fracture. As a result, surgical intervention took place where in the ipg was replaced and repositioned. Additionally, patient's right lead extension was also explanted and replaced during the procedure to address the issue.